Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead leading to early termination of atrial tachycardia/atrial fibrillation (at/af) episodes. All at/af therapies disabled because atrial lead position check failed. It was also noted that the implantable cardioverter defibrillator (ICD) is suspected of providing anti-tachycardia pacing therapy for possible rapid ventricular response (rvr). The device and lead remain in use. No further patient complications have been reported as a result of this event.